Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. In 2007 at an unspecified time, line a of the pump was programmed to deliver d5w at a rate of 41 ml/hr. Line b was programmed in the dose calculation mode to deliver concurrently dobutrex 1000mg/250ml, with a dose of 5mcg/kg/min at a calculated rate of 5.5 ml/hr and the deliveries were started. No further programming parameters were provided on the next day at approx 0800, after unplugging the pump from the ac power outlet, the nurse noted that the pump powered off by itself without sounding an audible alarm the pt's blood pressure and heart rate remained "stable." The pump was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.